Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tested positive for bia-alcl.

Event description:
Patient reported "tested positive for bia-alcl". Biomarkers alk and cd30 were not provided. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient later reported "rash" which is not device related, "swollen joint pain" which is not device related and bia-alcl is for the contralateral side. This record is for the left side. The device remains implanted. This record is no longer reportable to FDA and will be un-reported.